Event description:
After the first coil, a presidio 10, was deployed in the aneurysm, the marker was checked and detachment was attempted; however, the coil could not be detached after 10 detachment attempts. Upon pressing the power button, all lights illuminated and an audible signal beep was heard. The connection cable was replaced, but still the coil could not be detached. The coil was removed safely from the sl-10 microcatheter. Another same size presidio was deployed with no problem after this. There was no serious injury or required intervention as a result of the event. It was unknown if a pre-deployment electrical check was performed.

Manufacturer narrative:
(B)(6). Complaint conclusion: the coil was returned unsheathed and unprotected. The resheathing tool was advanced over the proximal end of the green introducer. The cerecyte suture was found adhering to the melted detachment fiber. The device positioning unit (dpu) passed electrical testing. The most likely root cause of the coil¿s nondetachment was due to the cerecyte suture adhering to the melted detachment fiber. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.